Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services attached multiple different test blades/batons to the customer's monitor without failure. They also tried multiple "hot swaps" without failure. The product was returned to the customer.

Event description:
The customer reported that during a patient procedure, using a glidescope cobalt avl monitor, the blade/baton was not making a good connection; the monitor would only recognize the device intermittently. The use of an unknown back-up device was reported though no delay in the procedure was noted. No harm to patient or user was reported.